Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the laser cut filter cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the laser cut filter. In addition, our technician confirmed that the remote control buttons perforated, the u/d and the r/l pulley wires stretched, the nozzle gluing missing, and the objective lens dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(cloudy).